Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited increased threshold meausurements two days post implant, a micro-dislodgement was suspected. A revision procedure was performed where the rv lead was successfully repositioned. No additional adverse patient effects were reported.